Event description:
It was reported that during a lar procedure, the generator alarmed a blade error. The surgery was finished under open as the hospital did not prepare additional blade for this procedure. The procedure was not prolonged, and no unexpected blood transfusion, because the procedure is coming to end when blade error. Currently, the patient is fine.